Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's first ins was replaced due to the location of the battery. The patient had lost 50 pounds and the device was not fitting properly and it was "digging in." Due to the location of the ins the patient was having issues recharging. The ins was explanted on (B)(6) 2017 and replaced with a new one. No further complications were reported.